Event description:
The customer contact reported an unrequested bolus dose was delivered and the pump did not hold the pt lockout time. The pump was programmed in the pca only mode to deliver an unspecified medication, with a "1 or 2mg" pca dose, a "6 or 8 minute" pt lockout, and a 30mg 4 hr limit. The nurse instructed the pt on how to use the pt pendant. After setting the pt pendant on the pt's chest, a "chirp" was heard and pump delivered a dose. The nurse thought she "must have somehow punched the button." After an unspecified length of time, the pt was transported to a room. Upon going over the "bump" of the elevator threshold, the pump "chirped" and "gave a dose on it's own." During the elevator ride, the pump "chirped again" and gave another "dose on it's own." The cusotmer contact reported that the second dose on the elevator was given "before the 6 or 8 minute lockout had passed." The pt pendant was wrapped in the velcro tabs on the pump and was not in use during transport. There were no reported adverse pt effects. No medical interventions were required. The pump was removed from clinical service. Therapy was resumed using a replacement pump. During a visual exam by the user facility, it was noted that "the pt pendant pin is bent at a 30 degree angle. It looks like it hit something."